Event description:
Midway through a cryoablation procedure, it was noticed that saline was leaking from the valve of the flexcath steerable sheath. Towards the end of the procedure, it was noticed that blood was leaking from the valve of the flexcath steerable sheath. The case was completed without replacing the flexcath steerable sheath. No adverse event occurred.

Manufacturer narrative:
The device was not returned for investigation; it was discarded by the user following the procedure. The reported issue is a known issue for this device and a field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.